Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (b4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017, and had difficulty deploying the electrode array. At the second attempt to deploy the physician applied more pressure over both sides to deploy the device into the "cornua better" bilaterally. The cavity integrity assessment (cia) was performed and passed. The procedure was completed, but the left cornual region was unablated. No further action was taken and the patient was discharged home. Two days later the patient presented to the emergency room complaining of pain. An x-ray demonstrated free-air in the abdomen and CT-scan confirmed a probable bowel perforation. An exploratory laparotomy was then performed. On inspection of the abdomen, there was noted to be an ovoid area of serosal blanching, of the uterus extending from the midline along the right uterine fundus measuring approximately 2cms x 1cm. Additionally, there was rectal injury associated with thermal changes and perforation. A resection of bowel was performed along with a hartmann's pouch. The colostomy will likely be reversed in 3 to 6 months. The patient is currently doing well.

Manufacturer narrative:
An analysis was conducted on the controller returned to us (serial number (B)(4)). The controller passed all phases of testing which includes all programmed radio frequency energy delivery modes. Additionally, a thorough review of the manufacturing records indicates the controller was tested and met functional requirements upon release to distribution. The disposable device was not returned.